Manufacturer narrative:
E1 completed address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to failure in the printed circuit board (ad board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an image blackout. The issue occurred during reprocessing. There were no reports of patient involvement.